Event description:
A customer reported that during a patient procedure, using a glidescope core smart cable, there was a short in the cable connection causing the image on the connected display to black out. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
The customer declined the option to have the reported glidescope core smart cable returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. If further information becomes available, a supplemental report will be submitted in accordance with 21 cfr 803.56. Corrective action is not required at this time. Verathon will continue to monitor for trends.